Manufacturer narrative:
(B)(4). The device was received and inspected under illuminated 10x magnification. One detached haptic was observed. The root cause for this complaint could not be verified but is most likely customer related. No further action is required at this time. All information currently available is included in this report.

Event description:
The account reported the intraocular lens haptic distorted during insertion. The incision was enlarged and the lens removed and replaced with another lens of the same power. It was reported there were no other adverse effects.